Event description:
During a trial procedure, high impedance was revealed after the lead was placed. The lead was repositioned, the programmer and trial cables were changed, but did not resolve the issue. Another lead was used and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.